Event description:
It was reported that during a routine field service maintenance visit the technician noted during disassembly of the plug the screws had loosened and arcing began across the screw and one of the wires was burnt. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The manufacturer service technician cut the damaged wire back and installed a new power plug. The unit was returned to service.